Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00013 on jan 10, 2023. Additional information on feb 21, 2023 and feb 27 2023: an outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one female patient. The sample was repeated on the same atellica im analyzer, and the results were also elevated. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 84 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate ( 81 ng/l and 81 ng/l). This indicates a sample/patient specific incident. The sample was also run on two other alternate methods with low/normal results: alternate method 2 tni result: 4.3 ng/l; alternate method 3 result: 6.6 ng/l. No sample was available to be sent to siemens for further investigation ie for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method troponin or other alternate methods for troponin will have similar results. The elevated ctni values in patients without ami section of the atellica im tnih instructions for use (IFU) states: "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values." The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2023-00014 supplemental 1 report was filed for the same updates.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica im analyzer, and the results were also elevated. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant atellica im tnih results.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica im analyzer, and the results were also elevated. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating. MDR 1219913-2023-00013 and MDR 1219913-2023-00014 were filed for the same sample tested on two different days.